Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not completely correct in the initial report. The corrected information has been provided in section b5 with this report. Information has been added, which was missed in the initial report. The missed information has been provided in section h6 under health effect - clinical code : 2222 with this report. Information provided in the initial report in section h6 under health effect - impact code: 4644 was incorrect.

Event description:
Corrected/missed event description: customer reported calibration not accepted, change sensor, and tape not sticking. Customer also reported sensor glucose 106mg/dl vs blood glucose 31mg/dl issue. Customer had a high before going to bed. Then, customer had a low of 31mg/dl and seizure on (B)(6) 2023 that she treated with food and glucose tablets and the paramedics came at 02:00 and gave her something intravenously. There was also another sensor glucose vs blood glucose event that was not associated with a high or low event and the sensor had stayed in place. Pump was used at the time of the incident. Auto mode and sensor were used during the high blood glucose. Sensor was used at the time of the low and there was sg vs bg issue. It was unknown if auto mode was used at the time of the low. Troubleshooting was done for the sensor but not for the blood glucoses.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported inappropriate sensor glucose value, change sensor and calibration not accepted alert. The customer experienced hypoglycemia with a blood glucose value of 31 mg/dl. The customer also experienced hyperglycemia. Troubleshooting was not performed. It was found that the customer has treated the low blood glucose event with carb intake, intravenous infusion drip and emergency medical services. It was unknown if the customer was using the pump within 48 hours of the reported event. The auto-mode feature was active. No further patient complications were reported. The customer will continue the use of the insulin pump and will not be returned for analysis.